Event description:
During right shoulder arthroscopy, surgeon noted that there were metal shavings loose in joint during the use of dyonics full radius shaver. The surgeon thoroughly irrigated the joint to remove any remaining debris, the excess fluid was removed from the shoulder. Pt tolerated procedure well. Note: this event was noted upon review of 4th quarter data and FDA 2500a report was generated.